Event description:
It was reported that during a lap cholecystectomy procedure, the jaws were not closing the clips properly. The clips would stay loose and make a scissors-type closing, not a parallel closing. A competitor's device was used to complete the procedure. No pt consequence.